Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a foot detox and an electrical thing put on their wrist. The patient noted after the detox was done they started to feel pain on their ¿sciatica¿ and started leaking. The patient thought that this may have deactivated their stimulator and noted that they first noticed this pain after they got off the airline. The patient stated that these issues continued after flying to (B)(6) and that they did not have their patient programmer (pp) with them while in (B)(6). The patient wanted to check their implant using the pp but noted that their pp did not work, they were not sure if they were pressing something wrong. The patient noted that the pp would not power on and replaced the batteries with (B)(6) brand batteries which resolved the issue. The patient synced with the implant using the pp and confirmed that stimulation was on. The patient increased stimulation from 2.0 v to 2.2 v and noted that their implant was right on the top of their cheek. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.